Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding properly. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not responding properly. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. The asp ultimately ordered and installed the replacement switch printed circuit board assembly (pcba) and switch pcba cable, after which the issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H11: b5: philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding properly. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not responding properly. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that navigation ring was faulty and not communicating with the device. The asp ultimately ordered and installed the replacement switch printed circuit board assembly (pcba) and switch pcba cable, after which the issue was resolved. The investigation concludes that no further action is required at this time.